Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, about two weeks prior to the report, the patient's therapy stopped helping with symptoms. They increased the stimulation to where they could get more feeling out of it, but it only lasted for about two days and the feeling of the stimulation went away and they were getting no therapeutic effect. They noted that they used the patient programmer (pp), which showed that their implantable neurostimulator (ins) was on and at 4.8 v on p1. They increased it on the call to 5.5 v, but still felt no stimulation. They tried increasing higher but were not able to, saying the pp showed a poor communication screen. They noted that they did use an antenna and confirmed that the antenna was secure and tried syncing with the ins, but that did not resolve the issue. They were able to connect after placing the antenna on the ins. They increased the voltage and, when they tried to increase it more, the pp showed poor communication again and they were no longer able to connect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.